Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction, and the same code did not recur. The customer resumed the use of insulin and the sensor, with instructions to contact technical support again if the problem occurred.